Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that restenosis occurred. In (B)(6) 2021 an agent dcb was selected to treat the target lesion located in the ramus intermedius (ri) of the left main coronary artery. In (B)(6) 2021, restenosis of the target lesion was noted and the patient was hospitalized. The treatment and duration of hospitalization are unknown. The event was considered to be resolved/recovered.